Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was reading inaccurately high compared to her feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy issue occurred at 11.00 pm on an unknown day in (B)(6) 2016. She was unable to provide any meter readings. The patient stated that she manages her diabetes with insulin (humalog and lantus; self-adjuster). In response to the alleged issue, the patient claimed she took an increased dose of insulin (40 units lantus; unknown dose humalog) at an unknown time after 11.00 pm. The patient reported that at approximately 2 am the next morning she was found ¿unconscious¿ and ¿vomiting¿ by her husband. The patient was hospitalized and treated with IV glucose by a health care professional shortly after 2 am. The patient stated a blood glucose reading was taken on a hospital device shortly after her arrival, however the result is unknown. During troubleshooting the csr was able to confirm that the meter was set to the correct unit of measure and that the test strips had not expired, exceeded their discard date and were stored properly. The csr walked the patient through a control solution test and the result fell outside the specified control solution range. Products were requested back from the patient for evaluation and replacement products sent. This complaint is being reported because the patient reportedly was treated for hypoglycemia by an hcp after the alleged meter issue began.